Event description:
Report from pt indicating that pt experienced withdrawal symptoms of shaking and cramping after failing to hear the low reservoir alarm on his infusion pump. Withdrawal symptoms were severe enough to require the pt to be taken to the emergency room and treated for morphine withdrawal and control of blood pressure. Pt's symptoms began two days prior to the alarm date on his pump. Pt's pump was refilled and health care provider has instructed pt to return prior to next alarm date.